Event description:
It was reported a spectrum pump had constant downstream occlusion alarms. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The constant downstream occlusion alarms were confirmed through the evaluation, but further testing could not reproduce this condition. The fluid number readings from the downstream sensor with a fluid filled set were above specification. The downstream pressure plate gap was found to be too narrow as well. Finally the thickness of the shim under the downstream pusher to be out of specification. All of these conditions contributed to the reported symptom. The unit was reworked per baxter's service procedure and the downstream pusher was replaced.